Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's retention issues reportedly resolved. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Programming adjustments were made, however, the issue did not resolve. The recipient's skin was reportedly thinned during explant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced retention issues due to skin flap thickness. An x-ray confirmed a thick skin flap. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.